Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On september 19, 2023, soaking inside the dressing was found. It was further reported that the device was removed on (B)(6) 2023. Reportedly, there was no breakage confirmed at sight but seemed to be leaked. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation revealed use residues throughout the returned catheter. Nothing remarkable was observed along the catheter. A functional test of attempting to pressurize the catheter using water and a 12 ml syringe revealed the catheter to have no observable leaks. Because attempts to cause the catheter to leak was unsuccessful, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2023. On (B)(6) 2023, soaking inside the dressing was found. It was further reported that the device was removed on (B)(6) 2023. Reportedly, there was no breakage confirmed at sight but seemed to be leaked. There was no reported patient injury.